Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent a revision procedure due to a fractured acetabular liner caused by a fall. The cause of the fall is not known. During the procedure, the liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient was revised approximately 16 years post-implantation due to a fractured acetabular liner caused by a fall. The cause of the fall is not known. During the procedure, the liner, head and cup were removed and replaced.